Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/ folding of implant: no creases were observed. Silicone migration: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Seroma ¿ late: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "evidence of the presence of irregular folds with periprosthetic effusion characterized by a signal similar to that of silicone mixed with an effusion with a serous signal. The find testifies for broken left prosthesis. In the left axillary cavity there are lymph nodes with a thickened cortex and an inhomogeneous signal up to 20 mm in size, referable to siliconomas." The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, granuloma, silicone migration.

Event description:
Healthcare professional reported left side "evidence of the presence of irregular folds with periprosthetic effusion characterized by a signal similar to that of silicone mixed with an effusion with a serous signal. The find testifies for broken left prosthesis. In the left axillary cavity there are lymph nodes with a thickened cortex and an inhomogeneous signal up to 20 mm in size, referable to siliconomas." The device has been explanted.